Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the returned stent was found to be deployed. The stent was found to be slightly deformed with frayed braid edges and was not fully opened at both ends. The introducer sheath was inspected and the distal tip had been flattened/crushed and was severely damaged. The stent delivery wire (sdw) was returned inside the introducer sheath. The orange epoxy which is normally attached to the distal resheath bumper on the resheath pad was visibly broken/shattered inside the introducer sheath. On removal of the sdw from the introducer sheath, the resheath pad was found to have been pulled over the distal bumper and the epoxy was not attached. The sdw was kinked 4.6cm from the distal end. Functional testing was not performed as the stent was already deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. He reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. There was no damage on the stent or stent deliver system noted. No excessive force was applied at any point while advancing the stent within the microcatheter. The size of the stent was appropriate for the treatment site. The microcatheter was not retracted while maintaining the position of the stent delivery wire. The stent was extracted from the patient¿s anatomy. The procedure was completed using another stent. Analysis of the returned device found the stent had been deployed and was slightly deformed with frayed braid edges and was not fully opened at both ends therefore the as reported event of the stent failed/unable to open (when not implanted) was confirmed. The introducer sheath distal tip had been flattened/crushed and was severely damaged which indicates the device experienced a significant force during use. The sdw was returned inside the introducer sheath. It was noted that the orange epoxy which is normally attached to the distal resheath bumper on the resheath pad was visibly broken/shattered inside the introducer sheath. On removal of the sdw from the introducer sheath, the resheath pad was found to have been pulled over the distal bumper and the epoxy was not attached. The sdw was kinked 4.6cm from the distal end. It is probable the stent and sdw became damaged during an attempt to advance the stent through the damaged introducer sheath. An assignable cause of procedural factors will be assigned to the as reported event of the stent failed/unable to open (when not implanted) and as analyzed damage of stent deployed prematurely during retraction/re-sheathing, stent failed/unable to open (when not implanted), stent deformed, sdw broken/fractured during use, sdw kinked/bent and stent introducer sheath distal tip damaged as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the flow diverter stent (subject device) delivery wire was broken/fractured during use. No clinical consequences were reported to the patient due to this event.